Event description:
A ds2adv auto CPAP device was returned to a third-party service center for service. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at third-party service center, the service observed pca burnt in the device, during evaluation customer complaint not replicated. Additionally, dust was confirmed. The device displayed (error 30: err_motor_spinup_flux_high). The device was send to manufacturer service center (pil) for re-evaluation. If any additional information is received, a follow-up report will be filed.